Event description:
Patient operated on ((B)(6) 2011) for spondylolisthesis from l3-l5. Concorde bullet cages were used. After the surgery, the cage at l3-l4 was noted as having migrated resulting in a compression of the nerve by the implant. A revision was performed to address this problem.

Manufacturer narrative:
Contact reported that according to the depuy spine sales rep in (B)(4), the surgeon used compression after placing the cages. He states that the surgeon may have made an error in recognition of the level part of spine. The surgeon said that treatment for end plate of vertebra body was insufficient, and might be the root cause of the cage back out. Based on the description of the event and input from the user, the event does not appear to have been device related. Remains in vivo.